Event description:
A pk papyrus covered stent system was selected for treatment of a type I perforation in a svg. After balloon dilatation in order to stop the bleeding, the pk papyrus was introduced but the stent was deployed proximal to original perforation due to stent detaching from delivery system prematurely. No further complication or patient injury was reported.